Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. Before use on patient, it was reported that it was found that there had been foreign matter in the newly dispensed suture when it was opened to prepare for unknown surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Could you please confirm if the foreign matter is something biological (insect, tissue, etc)? Please confirm. Investigation summary: an image was received for evaluation and it was determined that a former could be seen with a needle / suture without dispensing the foreign matter that appears to be at the tip of the needle. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, the foreign matter was identified during the investigation of the received sample. This product issue will be addressed through quality system. According to information received, it was found that there had been a foreign matter. The product was returned for evaluation. During the visual inspection of the sample, no foreign matter was found on the tip of the returned device. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device. Although no foreign matter was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the procedure date? (B)(6) 2021. Could you please confirm if the foreign matter is something biological (insect, tissue, etc)? Please confirm. As shown in the figure. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 g/m.